Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter was prompting an error 1 message when she was attempting to test her blood glucose. Per the ultralink owner's booklet, the error 1 message prompts when there is a problem with the meter. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 in the morning, the patient reported attempting to test on her lfs meter and was unable to due to the alleged issue. The patient reported using humalog insulin pump therapy to manage her diabetes. It is unclear if the patient made any changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported on (B)(6) 2012 in the early afternoon, she developed symptoms of "headache, nausea and fatigue." The patient denied receiving any treatment for an acute complication of diabetes. At the time of troubleshooting, the cca determined that this was not the first time the meter had been used. Replacement products were sent to the patient. There is no indication the alleged issue caused or contributed to an adverse event. The patient's symptoms do not meet lfs' criteria for a serious injury. The patient did not report any blood glucose readings, symptoms or medication intervention suggesting that an acute complication of diabetes occurred. However this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.